Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist heard that the issue had resolved on its own, which may have been related to the five_character search. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to access medications in both override mode and non_profile mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.